Event description:
The physician ordered a dressing change and an application of medication to the patient's broviac catheter site. As the nurse removed the dressing, it was noted that the broviac catheter was broke in half. The catheter was immediately clamped by the nurse and then discontinued by the physician.